Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 26-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the fatal error appeared indicating an issue with the underlying data source, network connection, or hardware. A technical support specialist dialed into the station and found the error 'dsclientoltp is full due to log_backup.' Investigation revealed that the structured query language (sql) recovery model was set to full. Applied ka(es 1.6.1 dsclientoltp log file keep growing recovery model set to full) and changed the recovery model to simple. Verified that the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es 4wa fatal error occurred, indicating a potential issue with the underlying data source, network connection, or hardware. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.